Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, lot# va022qa, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: va022qa, ubd: 12-aug-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a broken lead that was replaced in 2015. No symptoms were reported and no further complications were noted or anticipated